Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Mfg evaluation revealed the sample was rec'd and visual inspection noted one thread stripped. The stripped thread is possibly indicative of post-mfg damage due to the surface not being electro-polished. The damage was not able to be replicated with the measurement device. Therefore mfg fault was excluded and it is possible that the plate was damaged post-mfg by inappropriate handling. The complaint is invalid from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that a two-column volar distal plate had one of the holes in the head portions stripped. This was discovered prior to surgery therefore no pt involvement.